Manufacturer narrative:
Pump received with detached end cap noted. Pump passed displacement test.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose level was between 385-387 mg/dl. They reported that there was a crack at the bottom of the pump at the side of the drive support cap. They also reported that the buttons were not working. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.